Event description:
Additional information received reported that the patient had the pump refilled on (B)(6) 2015. A total volume of a few drops of morphine was aspirated and discarded. A total volume of 18ml of morphine was inserted into the reservoir. The patient's dose was decreased to 2.00 mg/day and the hcp planned to continue to titrate the dose slowly. No troubleshooting was performed. The patient recovered without permanent impairment.

Event description:
It was reported that zero ml reservoir volume alarm was heard and confirmed by telemetry. The patient was in the hospital (ICU, for unrelated medical condition) and the refill was missed. The pump went empty the day prior to the report. The patient experienced a headache and looked ¿like crap.¿ the patient was also taking oral demerol and norco at the time of the event. The reporter was unable to find a doctor in the area that had privileges to fill the pump, as the patient¿s managing healthcare provider (hcp) did not have privileges at the hospital. The pump was used to deliver morphine (unknown). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).